Event description:
Per the clinic, the patient experienced a performance decrement with device use. The patient also experienced non-auditory stimulation and discomfort; however the issue could not be resolved.the device was explanted on (B)(6), 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed may 14, 2014.

Manufacturer narrative:
(B)(4).